Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker was not recording the atrial arrhythmia. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead (B)(6) 2010. (B)(4).